Event description:
Surgeon noted oil on gloves during cervical fusion procedure. On follow up it was reported that oil contacted the surgeon's gown and gloves and some additional equipment in the sterile field requiring change out. Prophylactic antibiotics were administered. Oil did contact the surgical site. There was no pt injury.